Event description:
This (B)(6) female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient (patient ID: (B)(6)) had essure (batch no. B02270) inserted. The report describes a case of pelvic pain ("chronic pelvic pain"). The patient's past medical history included pelvic pain (pre-existing) and endometrial ablation. Concurrent conditions included anxiety, depression, hypothyroidism, anemia and overweight (borderline). Concomitant products included hydrocodone since 2015 for pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with hydromorphone hydrochloride (dilaudid), oxycodone, ibuprofen, paracetamol (acetaminophen) and surgery (hysterectomy on (B)(6) 2018, essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The investigator considered pelvic pain to be unrelated to essure. The reporter commented: essure on patient's request due to pelvic pain (possible alternative explanation for the event hysterectomy: pre-existing pelvic pain; specification of surgery: chronic pain unrelated to endometriosis/ adenomyosis/ myoma). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Ultrasound pelvis / continued - on (B)(6) 2017: abnormal: 1.5cm cystic structure adjacent to the endometrium on the right, could represent myometrial cyst related to adenomyosis. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This (B)(6) year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: (B)(4)). The patient (patient ID: (B)(6)) had essure (batch no. B02270) inserted for contraception and novasure for endometrial ablation. The report describes a case of pelvic pain ("chronic pelvic pain"). The patient's past medical history included pelvic pain (pre-existing) and endometrial ablation. Concurrent conditions included anxiety, depression, hypothyroidism, anemia and overweight (borderline). Concomitant products included hydrocodone since 2015 for pain. On an unknown date, the patient underwent the novasure procedure. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with hydromorphone hydrochloride (dilaudid), oxycodone, ibuprofen, paracetamol (acetaminophen) and surgery (hysterectomy on (B)(6) 2018 with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The investigator considered pelvic pain to be unrelated to essure and novasure. The reporter commented: essure on patient's request due to pelvic pain (possible alternative explanation for the event hysterectomy: pre-existing pelvic pain; specification of surgery: chronic pain unrelated to endometriosis/ adenomyosis/ myoma). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Essure confirmation test: successful ultrasound pelvis / continued - on (B)(6) 2017: abnormal: 1.5 cm cystic structure adjacent to the endometrium on the right, could represent myometrial cyst related to adenomyosis most recent follow-up information incorporated above includes: on 9-feb-2018: due to internal review novasure (prev: in history) was added as study treatment. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This 38-year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient (patient ID: (B)(6)) had essure (batch no. B02270) inserted for contraception and novasure for endometrial ablation. The report describes a case of pelvic pain ("chronic pelvic pain"). The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain (pre-existing) and endometrial ablation. Concurrent conditions included anxiety, depression, hypothyroidism, anemia and overweight (borderline). Concomitant products included hydrocodone since 2015 for pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient started novasure. On (B)(6) 2016, 3 years 2 months after insertion of essure, the patient experienced coital bleeding ("post coital bleeding"). On (B)(6) 2018, the patient experienced adnexa uteri cyst ("paratubal cyst") and cervical cyst ("nabothian cyst"). On (B)(6) 2018, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with hydromorphone hydrochloride (dilaudid), oxycodone, ibuprofen, paracetamol (acetaminophen), surgery (hysterectomy and salpingectomy on (B)(6) 2018 with essure removal), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the adnexa uteri cyst, cervical cyst and adenomyosis had resolved. At the time of the report, the pelvic pain outcome was unknown and the coital bleeding had not resolved. The investigator considered adenomyosis, adnexa uteri cyst, cervical cyst, coital bleeding and pelvic pain to be unrelated to essure and novasure. The reporter commented: essure removal on patient's request due to pelvic pain (possible alternative explanation for the event hysterectomy: pre-existing pelvic pain; specification of surgery: chronic pain unrelated to endometriosis/ adenomyosis/ myoma). The subject has been reporting pelvic pain since her novasure procedure on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Essure confirmation test: successful ultrasound pelvis / continued - on 22-dec-2017: abnormal: 1.5 cm cystic structure adjacent to the endometrium on the right, could represent myometrial cyst related to adenomyosis most recent follow-up information incorporated above includes: on 12-mar-2018: essure removal questionnaire provided. Removal was performed through salpingectomy, hysterectomy and modified mccall and cystoscopy due to pelvic pain. Right and left essure devices were removed intact. No energy or vasoconstritive agent was needed and no procedure was performed after surgery. Endometrium was predominantly absent with scant inactive glands consistent with prior ablation, no grossly visible lesions identified in the pathology report. Per pi. Pain was related to novasure. New events (non serious) added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This (B)(6) year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: (B)(4)). The patient (patient ID: (B)(6)) had essure (batch no. B02270) inserted for contraception and novasure for endometrial ablation. The report describes a case of pelvic pain ("chronic pelvic pain"). The patient's past medical history included pelvic pain (pre-existing) and endometrial ablation. Concurrent conditions included anxiety, depression, hypothyroidism, anemia and overweight (borderline). Concomitant products included hydrocodone since 2015 for pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient started novasure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with hydromorphone hydrochloride (dilaudid), oxycodone, ibuprofen, paracetamol (acetaminophen) and surgery (hysterectomy and salpingectomy on (B)(6) 2018 with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The investigator considered pelvic pain to be unrelated to essure and novasure. The reporter commented: essure on patient's request due to pelvic pain (possible alternative explanation for the event hysterectomy: pre-existing pelvic pain; specification of surgery: chronic pain unrelated to endometriosis/ adenomyosis/ myoma). The subject has been reporting pelvic pain since her novasure procedure on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Essure confirmation test: successful ultrasound pelvis / continued - on (B)(6) 2017: abnormal: 1.5 cm cystic structure adjacent to the endometrium on the right, could represent myometrial cyst related to adenomyosis . Most recent follow-up information incorporated above includes: on 5-mar-2018: patient was having pain since novasure procedure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This 38-year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: (B)(4)). The patient (patient ID: (B)(6) had essure (batch no. B02270) inserted for contraception and novasure for endometrial ablation. The report describes a case of pelvic pain ("chronic pelvic pain"). The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain (pre-existing) and endometrial ablation. Concurrent conditions included anxiety, depression, hypothyroidism, anemia and overweight (borderline). Concomitant products included hydrocodone since 2015 for pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient started novasure. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced coital bleeding ("post coital bleeding"). On (B)(6) 2018, the patient experienced adnexa uteri cyst ("paratubal cyst") and cervical cyst ("nabothian cyst"). On (B)(6) 2018, the patient experienced adenomyosis ("adenomyosis"). The patient was treated with hydromorphone hydrochloride (dilaudid), oxycodone, ibuprofen, paracetamol (acetaminophen) and surgery (laparoscopic hysterectomy and salpingectomy on (B)(6) 2018 with essure removal). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the adnexa uteri cyst, cervical cyst and adenomyosis had resolved. At the time of the report, the pelvic pain outcome was unknown and the coital bleeding had not resolved. The investigator considered adenomyosis, adnexa uteri cyst, cervical cyst, coital bleeding and pelvic pain to be unrelated to essure. The investigator considered pelvic pain to be related to novasure. The investigator considered adenomyosis, adnexa uteri cyst, cervical cyst and coital bleeding to be unrelated to novasure. The reporter commented: essure removal on patient's request due to pelvic pain (possible alternative explanation for the event hysterectomy: pre-existing pelvic pain; specification of surgery: chronic pain unrelated to endometriosis/ adenomyosis/ myoma). Adenomyosis (not diagnosed until the pathology report of (B)(6) 2018 identified it) may have contributed to the pelvic pain but is not related to the essure. The investigator considered the pelvic pain was not aggravated as a result of the essure procedure, it is assessed as probably related to the novasure procedure. The subject has been reporting pelvic pain since her novasure procedure on (B)(6) 2015. Hydrocodone was prescribed in an attempt to control the pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Essure confirmation test: successful. Ultrasound pelvis / continued: on (B)(6) 2017: abnormal: 1.5 cm cystic structure adjacent to the endometrium on the right, could represent myometrial cyst related to adenomyosis. (B)(6) 2018, pathology results reported: the endocervix contains a polyp that measures 1.0 x 0.6 cm and is located on the anterior surface. Two metal coils are found in the myometrium with one in the left side and one in the right side. The left fallopian tube measures 3.5 cm in length x 0.5 cm in maximal diameter and has a fimbriated end and pinpoint lumen. The left fallopian tube has a cystic structure attached to the fimbriated end and measuring 0.9 x 0.8 x 0.8 cm. The right fallopian tube measures 4.4 cm in length x 0.7 cm in maximal diameter and has a fimbriated end and pinpoint lumen. Both fallopian tubes have metal coils within their proximal-most aspects. Status of left and right tube after removal: complete removal, both tubes are intact. Most recent follow-up information incorporated above includes: on 3-apr-2018: reply to device removal questionnaire for chronic pelvic pain was provided. Investigator clarified that first documentation of patient's pelvic pain is dated (B)(6) 2015 and is assessed as probably related to novasure procedure. Hydrocodone was prescribed in an attempt to control the pain. Investigator considered that insertion of essure did not aggravate patient's pelvic pain. Pathology results of removed uterus and both fallopian provided, both fallopian tubes were removed complete and intact. Additional information regarding the endometriosis / adenomyosis / myoma is not available. Investigator stated that the adenomyosis may have contributed to the pelvic pain but is not related to the essure or novasure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report. The novasure device is not manufactured by bayer. Novasure-related events in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding these events that bayer receives will be added to the case and forwarded as required.